Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2019. Product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having trouble with their left side implantable neurostimulator (ins). It was stated the right side ins maintains 100 percent and the left one depletes faster, and could be at 50 or 75 percent when the right is still at 100%. The patient said they have to charge "every couple weeks." When asked about battery depletion and reviewing the concern of overdischarge, the patient stated they thought they had a previous overdischarge event, stating "I think I had that last spring, I think the one ins zeroed out and it had been like that for several weeks." Patient to follow up with their healthcare professional.